Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she was eating dinner at her granddaughter's birthday party and she got a no delivery alarm. Customer's blood glucose level was 159 mg/dl. Customer was assisted in performing a 5.0u fixed prime and stated that the insulin did exit. Customer did not have another infusion set with her. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer will change out the set when gets home. Customer was advised to call back after checking if the cannula is bent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.